Event description:
Caller alleged false negative hcg results for 3 pts. False negative pregnancy tests were confirmed as positive with a serum hcg test when the client insisted she had positive tests at home. Pt 2. Quantitative serum = 155,909 ((B)(4)), time of collection: 1:30pm, urine was tested immediately after collection. Last menstrual period: no menses since last baby's birth (B)(6) 2011, lactating. Color/clarity of urine: yellow, clear. Color/clarity of serum: yellow, clear. Reference MDR #2027969-00276 and 2027969-2012-00278.

Manufacturer narrative:
Investigation pending.